Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to omsc for evaluation, therefore olympus medical systems corp. (Omsc) could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from sorc, there was the possibility that the reported phenomenon was attributed to the stress during use, the external factor and/or the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the user that in an unspecified timing, the endoscopic image on the monitor disappeared when the subject device was angulated. There was no report of patient injury associated with this event. Sorc checked the subject device and found that the reported phenomenon was duplicated.